Event description:
It was reported that the end user was returning from the bathroom to her wheelchair when she lost her balance and fell. At the time of the incident she was walking with the aid of a rollator and was accompanied by one attendant and had the use of a transfer belt. The wheelchair was waiting in the doorway (positioned at 90 degrees to the doorway) for her to transfer into. One footrest hanger had been removed and one had been swung off to the side to allow the end user enough space to complete the transfer safely. It appears that either her clothing or her leg got caught on the wheelchair during her approach and she lost her balance which resulted in a fall. As a consequence of the fall, she injured her leg and required emergency medical attention (stitches) but was able to return to the nursing home the same day. The end user has difficulty with transfer mobility under normal circumstances.

Manufacturer narrative:
This is a (B)(6) related incident that was reported to the regulatory body in (B)(4) by the importer. Sunrise medical (us) llc is also filing this incident through an MDR with the FDA for due diligence. In response to this incident, the dealer replaced the hanger and latch block with the newer, slimmer profile version. This slimmer profile should reduce the risk of contact with the hangers and hardware during transfers. Due to the end user's likelihood of a fall, the nursing home has been made aware that two attendants should be present for all transfers going forward. No other reports of similar injuries with this wheelchair model have been reported to the (B)(4) division to date. This investigation is closed. No follow-up will be filed.